Manufacturer narrative:
Device evaluation summary: the complaint could not be confirmed since the event took place in-vivo; the graft cover was successfully retracted and recombined without issue on the bench. No clicking sound or catching was observed during analysis. The root cause of the event could not be conclusively determined; however, the two kinks noted in the region of the stent graft may have led to higher than typical deployment forces, which may have subsequently caused the clicking and catching encounter during the deployment. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm in diameter thoracic aortic aneurysm. It was reported that during the deployment of the valiant stent graft, the physician was turning the blue portion of deployment handle and there was a clicking sound and periodically sticking/catching during rotation. The valiant stent graft was successfully deployed at the intended landing zone. The physician stated that the cause of the event could not be determined. No clinical sequelae were reported and the patient is fine.